Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the matrix drawer failure. A field service engineer replaced controller board. Booted device back up and called medbank support so they could dial in and configure drawer. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system matrix drawer failure. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay in accessing medications. There were no adverse events or injuries reported based on this incident.